Event description:
Customer stated - "aligners not fitting properly, and their current alignment made my bottom teeth ram into one another and now they are stuck twisted on my bottom jaw."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.